Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the manifold assembly. The fse replaced the manifold assembly to resolve the leak, no further leaking was observed. (B)(4).

Event description:
The customer reported finding a leak under the module chemistry (mc) compartment on a unicel dxc 800 synchron system. Upon troubleshooting, the customer found leaking from tubing connected to the manifold assembly. The customer stated the leak was uncontained with approximately 100ml of de-ionized water reaching the laboratory floor. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.